Event description:
On (B)(6) 2013, the reporter contacted animas and alleged that she has been having low blood glucose (bg) readings lately. Her bg goes down to 35mg/dl randomly: she does not experience symptoms during hypoglycemia. To correct low bg she will drink juice to bring her bg back up. She states this issue started when her allergies started getting really bad and she started taking more allergies pills than she normally does. Patient states this is not anything new but is something that has been occurring whenever her allergies act up. Customer support (cs) assisted patient in troubleshooting pump. Confirmed that time/date is correct. Patient states basal rates are correct and that she adjusts them on her own when her bg are low. Reviewed tdd history, no issues. Patient states she boluses less when her bg is lower. Patient states no changes made to advanced settings and no change in activity. Cs found no issues with the pump and instructed patient to discuss increase in medication with endocrinologist, to continue to monitor her bg and to follow-up with hcp. She does not report any bg excursions today. This complaint is being reported based on the allegation that a patient on pump therapy experienced hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.